Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after a remote transmission revealed high lead impedance on the left ventricular lead. The patient was asymptomatic to the event. In the clinic it was also noted that the lead exhibited loss of capture. The lead configuration was changed to a different vector resolving the issue. The patient will continue to be monitored.